Event description:
It was reported that the user experienced a low blood glucose event with a measured value of 66 mg/dl and subsequently ingested oral glucose tablets, after which a fingerstick showed 73 mg/dl and glucose returned to range. Symptoms included hypoglycemia. Outcomes included no reported injury, no medical intervention beyond oral glucose, and no hospitalization. Investigation included user troubleshooting and education by phone. Investigation of this case revealed no device malfunction reported and a cause that remained undetermined. It was concluded that the event was user-reported hypoglycemia with resolution after oral carbohydrate and no confirmed device-related problem. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.